Event description:
Country of complaint: (B)(6). Loosened plate; screws could not be anchored. Original surgery: (B)(6) 2015. Revision surgery: (B)(6) 2016. Related (quintex screw) medwatch report: 3005673311-2016-00082.

Manufacturer narrative:
Investigation: used test and analysis equipment: -keyence vhx 600 d digital microscope; -panasonic dmc tz8 digital camera. Batch history review: the manufacturing documents of all lots has been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rational: the device history records of all involved products are without deviations. A manufacturing failure can be excluded. No CAPA is necessary.